Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the transducer was displaying intracranial pressure (icp)readings of 25-45mmgh. The patient received treatment for the increased icp readings including medications and a head computed tomography (CT). The elevated readings were not correlating with the clinical presentation of the patient. It was unsure if an actual harm was done to the patient. It was also noted after the questionable transducer was changed out that the wiring harness which runs from the plug to the transducer was twisted. There was no patient harm/adverse event. Photos attached.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 1526863-2026-00061-00 for details pertinent to this event. H3/h6: one used set was received for evaluation. During visual inspection, the white cord near the phone jack was observed to be twisted. The functional testing was performed. The transtar of the monitoring kit was electrically tested per sop.x.2500-0038. The transtar was connected to a monitor and a 100 mmhg dead weight tester (p-2e-021; exp: 01/2030). The transtar was not able to be zeroed, and no waveform was able to be obtained. However, when tested for resistance), the sample failed the test. The probable cause of no readings had occurred due to the white cord being twisted near the phone jack. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.